Event description:
Reporter states she had a gastric band implanted in 2010 and immediately began experiencing gastrointestinal issues. Reporter states she told the surgeon multiple times about her symptoms and the device was explanted in 2011. Reporter states the device had broken apart inside her stomach and a few fragments were left inside. In 2013, she found out a fragment of tubing from the device had fused with her stomach and caused severe gastrointestinal symptoms, such as difficulty digesting, unable to eat more than 2 bites of her meals, 8-9 bowel movements a day, and hypoglycemia. Reporter sates she had to go to the emergency room 3-4 times for her symptoms. One of the doctors prescribed prion and reporter states it helped her symptoms slightly. Reporter states she has been unable to work for the past 4 years due to her symptoms which are "debilitating" and causing her to be bed bound at home for 2-3 days at a time. Reporter states her mental health has suffered due to this event as well. Reporter states she recently learned there was a recall on this device in 2023.